Event description:
The pt reportedly experienced sound quality issues, followed by sudden loss of sound. Testing of the pt's device showed zero impedance at all electrodes. The pt became a non-user of the device. The decision to explant the device has not been confirmed yet.